Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that while activating the safety mechanism on a used 3/10ml safetyglide¿ insulin syringe with 31 g x 6mm bls 400 sg, a nurse met some resistance as she was pushing it up, her finger slipped, and she was stuck with a contaminated needle. The nurse received post exposure blood and body fluid testing.